Event description:
It was reported that the patient visited urgent care and was then transported to the emergency room (ER) at the hospital due to hyperglycemia. The patient's blood glucose levels reached 22.8 mmol/l (410.4 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include light headedness, dizziness and nausea. The patient was treated with 2 liters of insulin via intravenous therapy (IV) at urgent care. The patient was then transported from urgent care to the ER at the hospital via ambulance. Potassium was added to the patient's IV and the patient was provided gravol for nausea treatment. The pod was removed at the hospital and a new pod was applied. The patient visited urgent care from 7:45/8:00 a.m. To 10:00/11:00 a.m. And transported to (B)(6) hospital around 1:15/1:30 p.m. And was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula fully deployed. The download data from the device showed timeouts occurred in a cyclical pattern during operation. These timeouts did not generate any alarms and no drive stalls were observed in the data. Inspection of the drive mechanism found the clutch spring to be in the incorrect state, which indicates a misalignment of the spring latch. Despite this misalignment, fluid was observed flowing through the entire fluid path upon manual rotation of the ratchet gear and during rerun of the device. Although fluid was found to flow when the ratchet gear was advanced, it could not be determined if the user received their complete intended dose of insulin.